Event description:
Ventilator on pt with o2 at 100%. O2 percent was below 70% even when o2 knob turned all the way to 21%. The ventilator would deliver 100% reliably. External blender was used temporarily to supply o2 input. With device set at 100%, it was possible to adjust o2 by external blender. Pt was subsequently weaned from ventilation and o2 without further incident. No add'l pt follow-up or treamtnet required as a result of malfunction. Environmental factors seemed to have had no effect on malfunction. No add'l equipment involved in malfunction.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: component failure, none or unknown, failure to service/maintain according to manufacturer recomm, other. Conclusion: device failure occurred and was related to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service, device use continued with restrictions/limitations. The device was destroyed/disposed of.